Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed and the insulin pump passed the prime test. The insulin pump was also programmed correctly. It was also stated that the insulin pump alarmed no delivery prior to the hospitalization. The blood glucose levels were not reported.